Event description:
Pt was at aimmc on (B)(6) 2012 for event monitor implant, f/u in device clinic for post op wound check on (B)(6) 2012 with no problems noted. Pt returned to device clinic (B)(6) 2012 with c/o pain and yellowish drainage at device site, given po antibiotics, cbc and wound cultures done. Pt returned to ep lab (B)(6) 2012 for explants of event monitor due to infection in at device site.